Event description:
The hospital reported t.w. Power supply s/n (B)(6) main power light came on but the light where the connector plugs in did not. The device did not work. A new device was brought into the room and the case was completed. No injury or harm to the patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/18/2024. An investigation was conducted on 11/05/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply did not turn on. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test. No further investigation was done due to the cause of the reported failure being investigated by the supplier which is being investigated under (B)(4). Based upon the received condition of the device, as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. A manufacture date was not provided, therefore only a partial UDI # is available.

Event description:
N/a.